Manufacturer narrative:
All buttons functioning properly. However, found moisture damage on the keypad traces. No button error alarm during testing. Unit received with cracked reservoir tube lip, minor scratched display window, and shifted end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The up arrow button was unresponsive. The customer was unable to rewind the insulin pump. Customer's blood glucose level was 130 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.